Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to be operating in safety mode. It was noted the device was implanted in (B)(6) 2024 and the patient had received two shocks from the device in december. Now in february the device was in safety mode even though the patient had not been exposed to any electromagnetic interference (emi) or magnetic resonance imaging (MRI). Technical services discussed the device required replacement as the settings were non-programmable with the ventricular fibrillation (vf) zone set to 165 bpm for the rate cut off and right ventricular (rv) sensing in unipolar. The local sales representative reported that the replacement procedure was not yet scheduled. Additional information was provided, indicating the device was explanted and replaced the following week. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to be operating in safety mode. It was noted the device was implanted in (B)(6) 2024 and the patient had received two shocks from the device in (B)(6). Now in (B)(6) the device was in safety mode even though the patient had not been exposed to any electromagnetic interference (emi) or magnetic resonance imaging (MRI). Technical services discussed the device required replacement as the settings were non-programmable with the ventricular fibrillation (vf) zone set to 165 bpm for the rate cut off and right ventricular (rv) sensing in unipolar. The local sales representative reported that the replacement procedure was not yet scheduled. Additional information was provided, indicating the device was explanted and replaced the following week. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device could be interrogated and was confirmed to be operating in safety mode. A review of the device memory noted three system faults related to the periodic task controller (ptc), which is responsible for impedance measurements and other tasks. When the impedance measurements cannot be taken, the ptc issues a fault, and will revert to safety mode after three faults occur. By design, if three system resets occur within a 48-hour period, the device will enter safety mode operation to maintain back-up pacing with pre-defined settings. Electrical testing and analysis were then conducted, which identified an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the device being unable to take an impedance measurement.